Event description:
It was reported in a journal article that the purpose of the study was to compare outcomes between conversion total hip arthroplasty (tha) after proximal femur fracture (pff) fixation and primary tha for osteoarthritis and examines whether fracture type affects results. The single site, multi-surgeon retrospective study reviewed 87 consecutive patients that underwent conversion tha following surgical fixation of a pff with a minimum of 2 year follow up. A subgroup of this were tha following intracapsular (54 patients) and extracapsular pff (33 patients). Indication for conversion tha included the following, avascular necrosis, hardware failure and nonunion or fracture. To compare outcomes a group of primary tha with diagnosis of osteoarthritis,this group served as a the study control group. The implant of choice for all primary tha was g7 acetabular shell, and was used 57% of the time in the conversion tha group. No intraoperative complications were reported. At the final follow up 23 of the 87 conversion tha had expired, and data was collected on the remaining 62 hips (64 patients). The study population had a mean age of 65.6 -73.9 years at time of surgery and total of 67 male and 104 females. Follow-up was conducted at minimum of 2 year with a mean length of follow-up for 5.6 years (2.3-13.1). The study reported in the conversion tha group 14 complications occurred, 2 of which proximal femur fracture (pff) and underwent reoperation.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Attempts have been made to gather all product identification information, and no further information has been provided. Suggested component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. Biniam, b., bourget-murray, j., beaulé, p., kim, p., gofton, w., & grammatopoulos, g. (2025). Differences in perioperative outcomes between conversion total hip arthroplasty after previous proximal femur fracture and primary total hip arthroplasty. Arthroplasty today, 33, 101715.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11 h1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.